Manufacturer narrative:
(B)(4). The sample is currently in transit to the manufacturing site for analysis.

Event description:
Caller, covidien rep reported that the cuff developed a slow leak and this was discovered during pt use. The caller confirmed that extubation and reintubation of a replacement tube was performed.